Event description:
Advocate stated her husband tested his blood glucose using 2 contour meters and received readings of 344 and 100mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.customer no longer has test strips to return for evaluation. Strip information was not provided. Replacement test strips and a new meter were sent to the customer.